Event description:
It was reported to philips that the device is not delivering the shock. The device was in use on a patient at the time of the event, however there was no adverse even to the patient or user.